Event description:
Lead and another same model lead, serial number 000724, were removed from svc because the "leads were found to have an insulation break, discolored". Both leads were capped and remain implanted. Leads implanted 9/3/91. Removed from svc 6/23/95. Total implant time 45 mos.